Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5. E1: patient city: (B)(6). Patient country: canada. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leakage event on 21-feb-2026. The infusion set was leaking at the site. The infusion set was in use for one day. No further information available.